Manufacturer narrative:
The customer will not be returning the devices to verathon for evaluation. The customer indicated they only have one glidescope system at their facility and were unable isolate the issue to the video monitor or the video baton. The biomedical engineer stated that, due to the device age, he will be removing the system from use and ordering a replacement system. The video baton and video monitor were not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video monitor and a pgvl video baton 3-4, the system gave no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.